Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having sensor issues through the night and believes it might be due to him sleeping on it. The sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 140 mg/dl and sensor reading was 40 mg/dl. Troubleshooting was performed and no anomaly was noted. Customer was advised to monitor the device and to call back if issues persisted. Customer is not returning the sensor for analysis.